Manufacturer narrative:
(B)(4). Date sent 1/27/2026. D4 batch #a97u1p. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned el5ml device determined that it was returned with no apparent external damage. Upon cycling, the device was found to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. Disassembly revealed that the ratchet pawl was damaged, indicating the lockout mechanism had been fired through. The event was confirmed to be related to improper use of the device. The device contains a lockout feature designed to increase the required force to close the trigger after the last clip is fired, reducing the possibility of empty jaws being closed on a structure. If the trigger is forced closed once the lockout is engaged, the jaws may remain in the closed position. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a97u1p number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/13/2026 d4: batch # unk the device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk surgery. After clamped the clips and clip could not close. Changed another one to complete the procedure. There was no patient consequence reported, no additional information could be provided.